Event description:
Patient with medical history of pulmonary valve insufficiency, pulmonary artery stenosis, ventricular septal defect, and left pulmonary artery hypoplasia, s/p right ventricular outflow tract procedure with a valved homograft for pulmonary atresia and repair of patient ductus arteriosis at 1 month of age under went re-do right ventricular outflow tract procedure using a 16mm pulmonary hemograft, ventricular septal defect closure, and branch pulmonary artery angioplasty on 07/14/98. On 06/15/1998 patient had valve explanted due to severe insufficiency and patch angioplasty of the left pulmonary artery. Valve was replaced with a porcine heterograft valve conduit.